Event description:
It has been reported that during the surgery, the packaging was not sealed correctly, the powder spread into the protective packaging. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore, it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 4 complaints have been recorded on biomet bone cement r 40 -3, reference 3035890011-3, batch a848dh1404. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, the packaging was not sealed correctly, the powder spread into the protective packaging. No adverse events have been reported as a result of the malfunction.